Event description:
The patient reported that on friday, (B)(6) 2020 the v-go fell off from her skin after 10 hours. The patient indicated that she sweats a lot. The patient confirmed that she prepares the infusion site properly.